Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 25-may-2018 with the following findings: there was evidence of an unexplained pump reboot event observed on (B)(6)2018. The battery compartment was found to be cracked. The battery cap was undamaged and able to fit to the pump. The pump was able to perform the prime steps with no power interruptions. There was no moisture or contamination on the internal components of the pump. The alleged power issue could not be duplicated.